Manufacturer narrative:
If additional information is received, it will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a bipolar hip done approximately in 2006. Bipolar hip converted to total hip due to pain.

Manufacturer narrative:
Additional information added to weight. An event regarding revision due to pain involving an unknown femoral head was reported. The event was not confirmed. Method & results: - device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. - medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in this large female patient, bilateral bipolar hip arthroplasties in situ more than ten years are likely to become painful articulating with the host acetabular cartilage. This was further complicated by previous fracture, and a congenital abnormality and right knee deformities, all of which would increase the likelihood of progressive acetabular osteoarthritis. This conversion to bilateral total hip arthroplasties was not the result of failure of faulty bipolar hip replacements¿ design, manufacturing or materials." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patients' was revised due to pain. The provided medical information was submitted to a consulting clinician who indicated " in this large female patient, bilateral bipolar hip arthroplasties in situ more than ten years are likely to become painful articulating with the host acetabular cartilage. This was further complicated by previous fracture, and a congenital abnormality and right knee deformities, all of which would increase the likelihood of progressive acetabular osteoarthritis. This conversion to bilateral total hip arthroplasties was not the result of failure of faulty bipolar hip replacements¿ design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient had a bipolar hip done approximately in 2006. Bipolar hip converted to total hip due to pain.